Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "the surgeon was concerned the tibial baseplate may have loosened. Upon examination he found it to be well fixed. He replaced the poly."